Event description:
Customer reports that he experienced hypoglycemic symptoms and that the paramedics were called. No tests were done on the customer's device prior to calling the paramedics. The paramedic's device read 44 mg/dl while the customer's device read 345 mg/dl. The comparisons were performed at the same time. No action was taken based on device result, customer was placed on a glucose IV. No quality controls were used. Requested return of suspect device and replacement was sent.